Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she has been experiencing high blood glucose and was in the hospital for 3 days. She said that her plunger was not pushing insulin out. The customer said that her pump was registering but not delivering insulin. Her blood glucose has been over 400 mg/dl. During high blood glucose troubleshooting, the customer said that her blood glucose was above 400 mg/dl and that her current blood glucose was 423 mg/dl. She treated with a manual injection and was admitted into the hospital because of her high blood glucose. The customer was admitted on (B)(6) 2017 around 6:30 pm with a blood glucose above 500 mg/dl. She said that she had given herself a bolus, it registered but it did not reflect on her blood glucose. The cause of her hospitalization was hyperglycemia. The customer was wearing the pump at the time of the hospitalization. She declined to check for leaks or air bubbles in the tubing or reservoir, declined to check for any site or insulin issues and declined to check her settings. The customer also did not have a tubing clamp to test. She also stated that she received a no reservoir alarm and that the piston did not move sometimes and that the insulin does not come through. The insulin pump will be returning for analysis.

Manufacturer narrative:
The insulin pump was received with the operating currents within specification and passed the self test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test, and the delivery accuracy test. The insulin pump was programmed with multiple boluses and monitored. All boluses delivered properly and were listed in the bolus history screen. Observed liquid exit the tubing during the bolus deliveries. The insulin pump then was programmed with multiple basal profiles and monitored. All basal profiles delivered their indicated amounts and were verified in the daily total screen. The units left at pump display matched properly the units left at test reservoir. No delivery anomaly, bolus anomaly or basal anomaly noted during testing. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, and scratched reservoir tube window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.